Manufacturer narrative:
Additional device code: dzl. X-ray review was conducted. Complained description could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s), as no 20 hole plate is visible, as we only see a broken six hole plate. Without a lot number the device history records review could not be completed. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had undergone mandibular osteotomy on (B)(6) 2018. On (B)(6) 2018, post orthognathic surgery, the patient reported she was eating a soft diet and heard a crack. Upon presenting to the surgeon, the surgeon observed that the occlusion was not correct, had deviated from how it was being set at surgery. X-ray was ordered and showed that the titanium matrixmidface adaption plates, 20 holes had broken. Patient underwent revision on (B)(6) 2018 due to the broken plate. No fragments were generated. The broken plate was removed and replaced. The surgeon was aware that the plate he used is not the plate indicated for mandibular osteotomy. The surgeon used the wrong plate. This adaption plate is to be used as a secondary fix and sagittal plates are used for primary fix. The surgeon used this plate as a primary fix. There was no surgical delay reported. Patient outcome reported as the patient was following post-op protocol as set by surgeon. Concomitant device: unknown screws (part/lot number unknown, quantity 4). This report is for one (1) ti matrixmidface adaption plate/ 20 holes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: non-manufacturing (pd) zuchwil; selected flow(s): 5. Broken. Visual inspection: we have received one bit of the broken plate ( four (4) holes of the twenty (20) hole plate), and device is visible on the x-ray, thus confirming the complaint description. Document/specification review: not required per selected investigation flow, as it is a post-manufacturing caused use related (off-label use) damage at the device. Dimensional inspection: not required per selected investigation flow, as it is a post-manufacturing caused use related (off-label use) damage at the device. Material or hardness review: not required per selected investigation flow, as it is a post-manufacturing caused use related (off-label use) damage at the device. Summary: in this non-manufacturing device investigation, we confirm what the surgeon has already stated in the event description, that the article 04.503.396 is not indicated by the manufacturer for mandibular osteotomies. This none-manufacturing investigation is closed as an invalid complaint, because the article was not used as per the manufactures indication I labeling. This represents an off-label use of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The set that was used (matrix orthognathic) comes with a 20-hole plate. The surgeon cut this plate down into two 6-hole sections.